Manufacturer narrative:
(B) (4).

Event description:
The patient was hit in the back at the ins site. Since then there was extreme swelling over the ins, and the patient programmer could not communicate with the device. The outcome is unknown. Further information is being requested at this time.